Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 438 mg/dl. The customer was treated with manual injection. The customer reported that the low reservoir message came up and hit escape to get to the rewind to refill it and it won't let them out of the message. The customer reported that the time clock was advancing the customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, due to unlocked j2 connector on lcd board. No corrosion or moisture found on esc keypad. Displacement test and self test could not be performed.